Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported that sometime in (B)(6) 2017 the pd patient was hospitalized with peritonitis. The pdrn was unsure of date of admission or date of discharge. Per pdrn the patient had since been moved to hemodialysis. The pdrn stated during the time that the patient was changing residences they had contaminated themselves and ended up in the hospital. Per pdrn the patient was no longer a pd patient at this clinic and was unable to provide further information. Additional information provided by the clinic manager revealed while in the hospital for the peritonitis the patient had his catheter removed, and the patient had to add an additional hemodialysis port placed. The cassette sample was not available.

Manufacturer narrative:
Corrected date of event: (B)(6) 2017. Corrected catalog number: 050-87212. (B)(4) - (gi bleed) conclusion: although a temporal association exists between fresenius products and the event of peritonitis there is no documentation that indicates a causal relationship between fresenius products and the event of staphylococcus aureas bacterial peritonitis requiring subsequent hospitalization. In addition, there are no reports of any allegations against any fresenius products the patient used during pd therapy and the development of peritonitis and subsequent hospitalization. Furthermore, the patient¿s high medical acuity during hospitalization was multifactorial in nature. Dual potential causality for the event of peritonitis with subsequent hospitalization include: the pd nurse reporting that just prior to this event the patient had relocated abruptly and contaminated themselves; an abdominal wall abscess and pd catheter (not a fresenius product) removal identified during hospitalization. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Documents in the complaint file and medical records were reviewed. It was reported by the patient¿s peritoneal dialysis (pd) nurse that the pd patient was hospitalized for 3 weeks with peritonitis (dates unknown), had his pd catheter removed and then was transitioned to hemodialysis (hd) therapy. The pd nurse stated prior to the peritonitis event, the patient was evicted from their home and had ¿contaminated¿ themselves. The patent¿s wife reported the patient ¿has not had dialysis for several days due to his pd catheter [not a fresenius product] not able to drain at this time¿. The patient¿s wife also reported the patient lifted heavy items by himself during the move and the patient¿s wife thinks he may have pulled and injured his pd catheter. Furthermore, the pd nurse stated that the event of peritonitis was not related to the cycler. Review of the discharge summary revealed the patient was admitted to the hospital on (B)(6) 2017 for a pd related peritonitis. Reportedly, the patient presented to the hospital experiencing abdominal pain and cloudy pd fluid. On (B)(6) 2017, a culture of the peritoneal dialysis effluent was obtained and results showed bacterial staphylococcus aureas and rare growth of usual skin flora. The patient was started on empiric vancomycin and gentamycin on admission to the hospital via the intra-peritoneum. The patient was later switched (unknown date) to ancef. During hospitalization the patient received pd treatments initially. It was noted that the pd catheter (not a fresenius product) began to malfunction and the patient¿s labs were regressing. A decision was made to transition the patient to hemodialysis (hd) therapy; a vascath was placed (left internal jugular) in the patient and had their first hd treatment on (B)(6) 2017. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2017. Furthermore, a computerized tomography (CT) scan of the abdomen/pelvis was performed (unknown date) results identified a residual fluid collection within the subcutaneous tissues associated with location of patient¿s previous pd catheter with larger fluid collection measuring approximately 4.5 cm in diameter; moderate ascites; and bilateral atelectasis of the lungs (treatment course unknown). On (B)(6) 2017, an incision and drainage (I&d) of the abdominal access was performed with subsequent wash out and partial close on (B)(6) 2017. Additionally during hospitalization, the patient experienced symptoms and work up was consistent with (gastrointestinal) gi bleed. On (B)(6) 2017, the patient developed sudden onset hematemesis and started on a protonix drip intravenously (IV) (unknown dose, strength and duration). On (B)(6) 2017, subsequently an esophagogastroduodenoscopy (egd) was performed. The scope showed a gastroesophageal junction (gej) ulcer oozing, two (6 cm) gastric body ulcers and a 4 cm hiatal hernia. On (B)(6) 2017, a repeat egd was performed and revealed no evidence of active/recent bleeding. Furthermore, the patient¿s hemoglobin (hgb) noted to be within a range of 7.4-9.3 (unknown patient baseline hgb). A nasogastric tube (ng tube) was placed in the patient (unknown date and duration) for evidence of small bowel obstruction /ileus which subsequently removed on (B)(6) 2017. On (B)(6) 2017(per documented discharge summary) patient¿s vital signs revealed: blood pressure (bp) 90/52 (unknown patient baseline); pulse 87; temperature (oral route) 98.6; respiratory rate 17; oxygen saturation 97 %. Furthermore, it was reported the patient was discharged home in stable medical condition with follow up plan for outpatient hemodialysis; oral antibiotic therapy (amoxicillin 250 milligrams (mg) (unknown frequency and duration); home health /weekly wound clinic appointments; infectious disease follow up in 2 weeks and gastroenterology specialist follow up in 2 months.